Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of blurred vision is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected in the nasolabial folds with one syringe of juvéderm® volite¿. The patient experienced ¿swelling, redness, blurred vision, runny nose, and eye on the right side,¿ along with ¿pain¿ in the sinuses. No treatment was provided. Event is ongoing.